Event description:
It was reported that far field r-wave (ffrw) oversensing was noted on the right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334drm ICD implanted: (B)(6) 2013. (B)(4).